Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess), the software switched the navigated straight probe to an elevator instrument and showed red status; this occurred inside the anatomy near sphenoid. The surgeon re-verified the straight probe to have the software switch back to the straight probe. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier not made available from the site. On (B)(4) 2014 medtronic representative performed a navigation system check-out, all areas passed. Medtronic representative could not reproduce the reported event. Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.